Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported observing an increase in frequency of iui disconnect and shut down event occurrence during patient use. There was no report of patient harm occurring from any event, and the customer declined to send in devices for evaluation. Devices were repaired in the biomed department and returned to patient care areas. Biomed stated the hospital has recently had an evaluation of cleaning practices used with devices and has refined their education for staff accordingly.